Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump alarm noted during rewind due to motor encoder signal out of phase. Unable to test motor error alarm due to alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.